Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, deflation.

Event description:
Patient's husband reported right side exchange due to concern with the product. Patient representative additional reported "fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, suffered aggravation of underlying conditions including emotional distress, panic disorder, and anxiety¿, ¿scarring and disfigurement¿, ¿rashes or itching¿, ¿seroma¿, ¿capsular contracture¿ baker grade unknown, ¿mass under the arm or breast¿ (non device related), ¿chronic headache¿ (non device related), ¿tissue expander rupture and leakage¿, ¿chronic insomnia, negative effect on intimacy, significant weight loss or gain, loss of quality of life, ptsd¿ (non device related), ¿depression¿ (non device related). Device has been explanted.